Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; "packaging materials congealed together and could not be separated."

Event description:
Company representative on behalf of healthcare professional "implant that was stuck", "unable to use it", and "packaging materials congealed together and could not be separated". The device was not implanted and did not make patient contact.